Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was planned for implantation in a patient for the endovascular treatment of a 45x34mm diameter thoracic aortic aneurysm. It was reported that during the index procedure, when the product was opened, a white powdery foreign material was observed near the tip capture release handle. The product was not used in the patient and it was replaced by the same model device. As per the physician, the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary: device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. The device returned loaded in the product tray. There was residue visible on tip capture release handle, screw gear and external slider. Ftir analysis was performed on the residue. The results showed a 99.54% match to the endovascular proximal tray. The product tray is molded from bio-compatible materials therefore the residue presented no risk to the patient. Film evaluation summary: three (3) photos were received from the account. The photos show residue on the tip capture release handle and screw gear as seen on the returned device. If information is provided in the future, a supplemental report will be issued.